Manufacturer narrative:
Should have been (B)(6) 2015 rather than (B)(6) 2013. Should have been (B)(6) 2015 rather than (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. No other patient symptoms were reported.